Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, high pacing lead impedance and a decrease in sensing. The lead was capped and replaced on (B)(6) 2019. During lead revision procedure the pulse generator went into backup vvi. After device download, normal function resumed. The patient was recovering.

Event description:
New information received noted that the patient was in stable condition prior and post procedure.